Event description:
A hospital in (B)(6) reported that there was water leakage at the connection between the chamber dome and the water feedset tube of an mr290 humidification chamber 10 minutes after set up. The hospital has reported that there was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer for evaluation. The complaint chamber was visually inspected and connected to a water bag to test for leaks. Results: small drops of water began to build at the connection between the feedset tube and chamber dome when it was connected to the water bag. The visual inspection revealed a break at the connection between the water feedset tube and the chamber dome. The surface at the break was rough. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome possibly due to the feedset being caught or under tension, rather than being cut. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."